Event description:
It was observed that during the device evaluation, the rigid optical laparoscope exhibited chipped lens. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was not returned to olympus for inspection. However, the device was inspected by field service engineer. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.